Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection and seromatous drainage at the implant site. Subsequently, the patient underwent a revision surgery (date not reported) in order to drain the seroma. The patient was also administered with oral antibiotics (date and duration not reported); however, the issue did not resolve. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.